Manufacturer narrative:
Submit date: 09-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue; the unit¿s lcd display was broken. The unit has been repaired and the firmware was updated. The unit passed all tests. The unit is back to normal operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during testing the screen is blank while the unit is on.